Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using humalin ru-500 brand insulin, tandem technical support educated the customer this is off label insulin use.